Event description:
In 2005 a heparin drip at 12ml/hr began at approximately 13:25 ctz. At approximately 15 :33 ctz a user became aware of the over-infusion. There was no patient injury per hospital risk manager. A precautionary heparin antidote was administered.